Event description:
Flare [joint inflammation] ([condition aggravated], [knee swelling]) case narrative: this case was cross referenced with (B)(4). Initial information received from united states on 29-jan-2019 regarding an unsolicited valid serious case received from a physician. This case involves a 37 years old male patient had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and after a day or so experienced flare. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. There was no effusion prior to the injection. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose, once in right knee (lot - 8rsl036, (B)(6) 2021) for unknown indication. Injection was performed by experienced assistant. It was reported that patient was compliant with post-injection instructions. On an unknown date in jan-2019 (within a day or so following the injection), patient noticed increased swelling and had flare to the knee. Patient was given methylprednisolone (medrol dosepak), compression and ice for the same. Corrective treatment: methylprednisolone for flare. Outcome: unknown for both. Seriousness criteria: intervention required. A product technical complaint was initiated on (B)(6) 2019 for synvisc-one. Batch number: 8rsl036 global ptc number: (B)(4). The production and quality control documentation for lot # 8rsl036 expiration date (2021-04-30) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl036 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of 06-feb-19 there are 6 complaints on file for lot # 8rsl036: (1) air bubble, (1) detached luer lok hub and (4) adverse event reports. Sanofi will continue to monitor complaints to determine if a CAPA was required. Additional information received on 06-feb-2019. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Flare [joint inflammation] ([condition aggravated], [knee swelling]). Case narrative: this case was cross referenced with cases (B)(4) (same patient). Initial information received from united states on 29-jan-2019 regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) years old male patient had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and after a day or so experienced flare. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. There was no effusion prior to the injection. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose, once in right knee (lot - 8rsl036, april 2021) for unknown indication. Injection was performed by experienced assistant. It was reported that patient was compliant with post-injection instructions. On an unknown date in (B)(6) 2019 (within a day or so following the injection), patient noticed increased swelling and had flare to the knee. Patient was given methylprednisolone (medrol dosepak), compression and ice for the same. Corrective treatment: methylprednisolone for flare. Outcome: unknown for both. Seriousness criteria: intervention required. A product technical complaint was initiated and results were pending for the same.